Event description:
It was reported to philips that the equipment does not turn on. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite, and the system started without any problems. There have been no additional reports of this issue, and the system has returned to service in good working order. The codes were updated based on the investigation's outcome.